Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.

Event description:
It was reported that during a brevera breast biopsy procedure on (B)(6) 2025, the user experienced issues with the device footswitch not obtaining samples, capturing, or displaying sample images. It is reported that during the biopsy procedure, the device sounded normal; however, no samples were acquired. Additionally, the user reports that blood and saline were flowing through the device into the chamber. The user reports that the disposable needle was changed but the device continued to display the same behavior. It is reported that when the disposable needle was changed, the user received a system error which cleared upon reboot. It is reported that due to the issues experienced by the user site, the patient was rescheduled; however, a skin incision had already occurred. A hologic field service engineer (fse) was dispatched to examine the device and was unable to duplicate the reported device issues. The fse reports that the workflow was reviewed with the user, the brevera device was tested, and the system meets manufacturer specifications. No further information is currently available.